Event description:
It was reported that an unknown issue occurred with the prograsp forceps instrument the instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable on one side of distal clevis was derailed from the distal idler pulley. Yaw motion was non-intuitive as a result. Other cables at wrist were not damaged. Additionally, the pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.